Event description:
Ventilator went inop while in use on a patient without an injury. Patient was removed from complaint ventilator and put on another unit. Ventilator went inop again with codes 214 and 215 while a bird technical service technical service technician was talking with the customer.